Manufacturer narrative:
It was reported that the collimator was replaced on the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, during bootup, the imaging system gave error: 'error initializing collimator'. The representative noted the filter was stuck in the collimator.

Manufacturer narrative:
The collimator was returned to the manufacturer for analysis. Analysis found that the bench test, homing and burn-in test failed. The motors were grinding and the part was received with only two secured shipping brackets. Analysis found that the reported event was related to a electrical issue.